Event description:
Per the clinic, the patient experienced head trauma and during the tomography it was observed that the magnet of the internal part had shifted (dislodged magnet). Subsequently, the patient did not received benefit from the device. Surgery to replace the magnet has been planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a magnet replacement surgery under general anesthesia on (B)(6) 2024. It was reported that fluid accumulation was observed at the magnet site and was drained during the same surgery. The implanted device remains.